Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight months post vena cava filter deployment, the filter was discovered to have detached, with a portion in the heart muscle. The filter apparently could not be removed. Patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months later post filter deployment, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. A venogram was performed, and it revealed that the filter with its tips facing cranially but angled to right. It cannot determine whether the tip of the filter was embedded in the inferior vena cava endothelium or not. Multiple attempts were made to try to isolate the upper proximal tip of the filter. However, after multiple attempts and multiple orientations, it was not able to isolate the filter tip and hook for the retrieval. Therefore, the procedure was terminated. After three years and ten months, a computed tomography (CT) abdomen with contrast was performed and it revealed that the filter was tilted within the inferior vena cava with the common of the filter lying along the right lateral wall of the inferior vena cava. Several of the struts of the filter extend through the wall of the inferior vena cava. One of the struts was seen immediately posterior to the abdominal aorta approximately 1.5 cm from the inferior vena cava. Another struts was in direct contact with the right lateral wall of the abdominal aorta. An another struts extends through the wall and was likely either immediately in contact with or possibly in the third/fourth portion of the duodenum. There was some thrombus extending 1.2 cm through the filter. Thrombus extends proximal to the filter. On the next day, the patient presenting with shortness of breath and found to have multiple pulmonary embolism. Successful initiation of catheter directed thrombolysis and mechanical thrombectomy, venoplasty of right common iliac vein and stent placement. However, a large amount of thrombus burden persists at and below the previously placed filter. On the next day, 90% of the thrombus burden was successfully removed. Successful replacement of the infusion catheter for additional catheter directed thrombolysis. A total of 1mg tpa per hour will be infused through the 5 french infusion catheter and 500 units of heparin will be infused through the right common femoral venous sheath. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, g3, h6 (patient). H11: b7, g1, h6 (method, results). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. It was reported that approximately eight months post vena cava filter deployment, the filter was discovered to have detached, with a portion in the heart muscle. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the device tilted with the filter becoming embedded in the inferior vena cava wall. The patient allegedly had a scan that showed the filter arms were in the aorta layer. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported that approximately eight months post vena cava filter deployment, the filter was discovered to have detached, with a portion in the heart muscle. The filter apparently could not be removed. Patient status was not provided. It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and the device tilted with the filter becoming embedded in the ivc wall. The patient allegedly had a scan that showed the filter arms were in the aorta layer. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. Patient had a inferior vena cava (ivc) filter placed secondary to deep vein thrombosis with taking coumadin that needed to be discontinued for a scheduled spinal surgery. Access was gained via the right internal jugular vein and a bard eclipse ivc filter was placed infrarenally. A post filter deployment radiograph showed the filter to be in satisfactory position and configuration. Approximately eight months post ivc filter deployment patient underwent an attempted ivc filter retrieval. An inferior venacavogram demonstrated a patent inferior vena cava without ivc filter thrombus. In addition, the ivc filter tip demonstrated cranially facement with right angulation. Despite suboptimal positioning, multiple attempts and multiple orientations were made to retrieve the ivc filter. However, they proved unsuccessful due to the ivc filter's right angle position and the ivc filter's hook and tip which could not be isolated for removal as it was felt that the ivc tip was embedded in the inferior vena cava mucosa. The ivc filter was left in place with no significant change in its position or orientation. The patient tolerated the procedure well with no immediate complications. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight months post ivc filter deployment, patient underwent an attempted ivc filter retrieval. The ivc filter tip demonstrated cranial facement with right angulation. Despite suboptimal positioning, multiple attempts and multiple orientations were made to retrieve the ivc filter. However, they proved unsuccessful due to the ivc filter's right angle position and the ivc filter's hook and tip which could not be isolated for removal as it was felt that the ivc tip was embedded in the inferior vena cava mucosa. Therefore, the investigation can be confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for limb detachment and perforation of the ivc. Per the medical records, multiple attempts and multiple orientations made to retrieve the filter was unsuccessful. This was due to the filter's right angle position and the filter's hook and tip which could not be isolated for removal as the tip was embedded in the inferior vena cava mucosa. This could have contributed to the alleged retrieval difficulties. However, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).